Event description:
It was reported that plaque shift and vessel spasm occurred. The 99% stenotic lesion was located in the mildly tortuous mid left anterior descending artery. During percutaneous coronary intervention, the physician advanced the atlantis sr pro. A plaque shift and vessel spasm occurred which was treated with nitrates. No further patient complications were reported and the patient¿s status is stable

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Kinks were observed in the imaging window assembly at 104.2 cm and 106.5 cm from femoral marker at the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that plaque shift and vessel spasm occurred. The 99% stenotic lesion was located in the mildly tortuous mid left anterior descending artery. During percutaneous coronary intervention, the physician advanced the atlantis sr pro. A plaque shift and vessel spasm occurred which was treated with nitrates. No further patient complications were reported and the patient's status is stable.